Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that the insulin pump reservoir compartment retainer ring was loose. Customer's blood glucose was unknown at the time of incident. No significant event leading to the retainer ring damage was observed. Insulin pump will be replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. Analysis was unable to perform displacement test due to physical damage. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged.